Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) nt411, (osseotite tapered implant 4 x 11.5mm) for evaluation. Visual evaluation / functional test was performed, damaged mount screw identified at hex/head (drive feature). Unable to removed and disengage. DHR review was completed for the subject lot number 2022091165. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022091165 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were missing or confusing instructions for use and torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The damaged mount screw identified at hex/head (drive feature). Unable to removed and disengage. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: weight unknown / not provided.

Event description:
It was reported that the mount could not be removed because the mount screw hex is damaged. Drills and a driver had to be used to remove the implant and place in a new one.